Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were abundant throughout the sample. Curved shape memory was observed along much of the catheter length. A partially circumferential split was observed just distal of the molded joint. The split occurred within a permanent kink impression. The sample kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed inward curving edges. The split edges were dully granular. Material wear, buckling and discoloration were observed in the vicinity of the split. The split features were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which placement, usage and mechanical factors may gradually form a crack in the catheter. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed. Use of securacath was indicated in the event description. Use of catheter stabilization devices that compress the catheter shaft is not recommended as that compression may cause catheter damage.

Event description:
It was reported that staff were flushing line prior to chemotherapy treatment starting. Staff notice saline leaking from the line distal from the securecath secuerment device. The PICC was in the right basilic vein with an external measurement of 10cm. The PICC was removed before chemotherapy and subsequently replaced with another line for. Patient line was inserted for long term chemotherapy treatment. Patient had presented for treatment, line was flushed with nacl per established procedures, leaking was noted from line on flushing, just distal to securacath placement. Decision made to remove the line. Removal uncomplicated. Line replaced prior to treatment recommencing. Line inserted (B)(6) 2020. Sited right basilic vein, external measurement at skin 10 cm. 20cm total from skin to bottom of hub, trimmed at 47cm. 4fr securacath device in situ.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reer0551 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that staff were flushing line prior to chemotherapy treatment starting. Staff notice saline leaking from the line distal from the securecath secuerment device. The PICC was in the right basilic vein with an external measurement of 10cm. The PICC was removed before chemotherapy and subsequently replaced with another line for. Patient line was inserted for long term chemotherapy treatment. Patient had presented for treatment, line was flushed with nacl per established procedures, leaking was noted from line on flushing, just distal to securacath placement. Decision made to remove the line. Removal uncomplicated. Line replaced prior to treatment recommencing. Line inserted 16/12/20. Sited right basilic vein, external measurement at skin 10 cm. 20cm total from skin to bottom of hub, trimmed at 47cm. 4fr securacath device in situ.